Event description:
Upon receipt of the device, the user reported an occlusion of the inner lumen. There was no pt involvement.

Manufacturer narrative:
This complaint was confirmed when the but was sectioned. Glue was found inside the tube. As a result, an assembly fixture was developed to prevent glue from entering the inside of the tube. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.